Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced symptoms described as "lump accompanied by a red patch", pain, and skin infection at the insertion site. The customer had contact with a healthcare professional (hcp) performed an incision, disinfected, applied drainage tube and dressing and prescribed pyostacine (antibiotic) 3 times daily for treatment. There was no report of death or permanent impairment associated with this event.